Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured implant mount was confirmed. Visual evaluation of the as returned products identified that the mount hex was fractured and the implant internal hex was damaged. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reported a fixture mount fractured off in the tsvwh10 implant and the implant was removed. Another implant was successfully placed in the same surgery.